Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing fluctuating blood glucose (bg) levels (41-600 mg/dl) with a trace of ketones and the cause was not known. A temporary basal rate was set and food/soda were consumed to address the low bg and a bolus was delivered to address the high bg. A pump system check was performed and no device issue was identified. The customer declined to remove the infusion set site to inspect for damage. Reportedly, the next day the customer discussed the fluctuating bg levels with a healthcare provider.